Manufacturer narrative:
The insulin pump had a motor error alarm during the occlusion test and was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the no delivery test due to prime anomaly. The motor passed the motor test. The pump was received with cracked display window corner, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 173 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.